Event description:
Customer reported that a pt developed a hematoma and was returned to surgery at an unspecified time following carotid endarterectomy. The surgeon found upon opening the incision that the anastomosis appeared to have opened.

Manufacturer narrative:
H6: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.